Event description:
It was reported that a spectrum pump would not alarm for upstream occlusion during testing. It was also reported this was found during preventative maintenance testing. Therefore, there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and an upstream occlusion sensor test was performed per the spectrum preventive maintenance procedure with the unit passing. The device was found to perform within specification. Evaluation could not confirm or reproduce failure to alarm upstream occlusion. No malfunction was identified. The upstream sensor assembly was replaced.